Event description:
Information received from the field does not address the patient's clinical status but notes unable to interrogate the pacemaker with multiple programmers. Pacing intact, magnet response is appropriate, but unable to make telemetry link with programmer. Although a replacement was scheduled, interrogation two days later was possible. The device remains implanted with normal function.